Manufacturer narrative:
(B)(4). Date sent: 9/11/2024 d4: batch #503c57 b3: exact date is unk entered as first day of the month. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with no apparent damage and with two reloads (b & c) present. The reload (b) had the proximal 25 drivers up and the remaining drivers down with staples present and a swing tab in the locked position and the reload (c) was received with 2 drivers up, the swing tab in the locked position and upon visual inspection, one leg from the wedge knife assembly was noted to be broken no allowing fired the device and the reload was damaged on the same area. The reload swing tab of reload (b) was reset in order to fire the reload. The device was tested with the returned reload (b) and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Although no conclusion could be reached on the cause of the wedge knife assembly damaged, the instructions for use contain the following caution: do not forcibly move the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 503c57, and no non-conformances were identified. The lot# 640c78 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure the stapler only triggered 1/3 and then got stuck. No patient outcome.